Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Justification for no UDI, this device was manufactured before the UDI requirements.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal complainant indicated that there was no patient involvement in the reported malfunction.